Event description:
The doctor was unable to insert the iab sheathless. The doctor reported that there was a fault at the tip of the catheter. Event complications: none from the event - reported 2/11/1998. Pt's current status: unk - rpt'd 2/11/1998.